Manufacturer narrative:
Concomitant medical products: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.